Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of proximal release stent partially deployed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on april 12, 2017 that an ultraflex esophageal proximal release stent was to be used to treat a mid-esophageal stricture during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician started passing the delivery system through the lesion when the catheter kinked and bowed at the cricoid area. The device could not be advanced further and could not be completely deployed. Reportedly, the proximal end of the stent did not deploy at the proximal marker and the device was removed partially deployed. The procedure was completed with another ultraflex esophageal proximal release stent. Reportedly, according to the complainant, the procedure was prolonged and there was minor bleeding; it is unknown if intervention was required to address this. The patient¿s condition at the conclusion of the procedure was reported to be stable.